Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodge) appears to be related a procedural condition. Additionally, the reported patient effect of mitral valve regurgitation (mr), as listed in the electronic mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A cause for the reported unchanged mr cannot be determined. The reported serious injury/ illness/ impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was implanted successfully. A second mitraclip xtw was selected, during preparation of the device it was noted that the clip was unable to open. Troubleshooting was performed unsuccessfully. A different mitraclip xtw was selected and implanted successfully. A third mitraclip xtw successfully passed preparation and was attempted to be placed, after grasping and capturing the leaflets the posterior leaflet detached from the clip. Troubleshooting was performed and was unable to grasp and capture the leaflets successfully. During the troubleshooting attempts the clip interacted with the second implanted clip causing it to move on the leaflets and the regurgitation rate returned to grade 4. The clip was removed from the patient and tested outside of the patient where it was noticed that the clip was not fully closing. A mitraclip xt was then implanted successfully lateral to the second implanted clip. The final mr was grade 2+. There were no adverse patient effects or clinically significant delay was reported. No additional information was provided.